Event description:
A clinical analyst reported that the product was used during pacemaker procedure. The pt returned to the office and complained of redness at the surgical site. The pt had a fever of 100 degrees. The analyst reported a blister at the wound site. The pt was placed on keflex. During an update received on 10/28/2008, the customer reported that the blister was in the center of the incision. Redness was present around the entire incision. Minimal cautery was used in the procedure. The event presented 3-4 days after procedure. The blister was localized, about the size of an ink pen tip. Dermabond covered a wide area of the incision - about 2 inches. Pt was discharged with no further info available.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.